Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2012, tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: plaintiff did not undergo this test, medical device removal. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: uterus') and medical device removal ('medical device removal') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". The patient's medical history included back surgery and anxiety. Previously administered products included for an unreported indication: dexa. Concurrent conditions included ovarian disorder, arthrodesis, carpal tunnel syndrome, chronic lumbago, polypectomy, endometrial polyp, arthroscopic surgery, nightmares and multiparous. Concomitant products included clonazepam (klonopin), hydrocodone and vasopressin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain right lower quadrant: chronic right sided pelvic pain/dull achy"), 10 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), menstrual disorder ("blood clots during menses") and abdominal pain lower ("pain right lower quadrant"). The patient was treated with surgery ((B)(6) 2012, tubal ligation and bilateral salpingectomy, right uterine cornuectomyright uterine cornuectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, medical device removal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, vaginal discharge, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, medical device removal, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: (B)(6) 2012 and (B)(6) 2015. Information received: risks. Date received: 27-jan-2012. Information received: only right side implanted. Date received: 27-jan-2012. Admit date: (B)(6) 2015. Discharge date: (B)(6) 2015. Discrepant information: insertion date in current mr ((B)(6) 2012) and removal date in previous fallow up ((B)(6) 2012) is same. In current mr : placement of her essure on 2/13 was given which is discrepant. The number of expanded coils that appeared trailing into the uterine cavity was 6. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.9 kgs. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, abdominal pain lower, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus, dysmenorrhea (cramping), pain, vaginal discharge, perforation (uterus), blood clots during menses, dull achy pain, right lower quadrant pain were added. New reporters added. Plaintiff's information updated. Date of removal updated. Medical history, concomitant conditions and drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.